Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: material # 382534 lot # 1172886. Date of incident: (B)(6) 2022. Nursing hit button to retract needle and needle did not retract - length of needle exposed; potential for injury. No injury as a result of incident.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: material # 382534 lot # 1172886. Date of incident: (B)(6) 2022. Nursing hit button to retract needle and needle did not retract - length of needle exposed; potential for injury. No injury as a result of incident.